Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during withdrawal, the shaft was fractured. The remaining part was removed by a guidewire and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during withdrawal, the shaft was fractured. The remaining part was removed by a guidewire and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. At 68.7cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and balloon folds. The balloon was tightly folded. Photo media reviewed depicted one hypotube kink on the separated segment, as well as the separation itself. Where the damage found in the media provided, analysis found numerous kinks upon the device return along with the separated hypotube.